Event description:
The report received from the registry indicates that approximately seven months post index procedure, the pt had a clinically driven re-pci. Lesions were identified in the left main artery and the mid lad. The lesions were treated with two non-cordis drug eluting stents a 3.0x9mm endeavor and a 2.5x 32mm taxus. The stent in the proximal lad was observed to be patent without in-stent stenosis, but did have some proximal peri-stent stenosis. No treatment was indicated.

Manufacturer narrative:
A report from the study indicated that a pt experienced persistent stenosis after having a coronary stent implanted. The pt's history is significant for non-target vessel pci, diabetes, mi, congestive heart failure and remote history of smoking. The indication for the procedure was unstable angina pectoris. The target vessel was the proximal left anterior descending artery (lad). The lesion was de novo, ostial and 90% stenosed. Pre-dilatation was performed using a 2.5mm x 15mm balloon at 10atms then a 2.75mm x 18mm cypher select plus stent was deployed at 14atms. The stent was deployed successfully and did not require post-dilatation. Peri-stent restenosis is a known potential adverse event associated with implanting coronary stents. Co-morbidities such as diabetes and smoking increase a pt's risk of adverse events. Review of the available info suggests that pt factors and/or vessel/lesion characteristics may have contributed to the event. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any add'l info will be submitted within 30 days of receipt.